Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) confirmed that the arm 3 discs did not spin when the sterile adapter was attached. The fse determined that there was an issue with the presence pins and replaced the universal surgical manipulator (usm) to resolve the issue. The fse tested the system and verified it was ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a bilateral inguinal hernia surgical procedure that arm 3 was not registering sterile adapters. The surgeon continued with the procedure using three arms. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the following additional information was obtained: system functionality was checked upon powering on the system. The system initially powered on without errors. On 02-jan-2024, the previous case went on fine without using arm 3. After the case, a hard cycle reset was performed. In the next case arm 3 worked fine. The intuitive field service engineer (fse) ended up exchanging a part on arm 3 after 4-jan-2024. The arm did not work again, and a hard reset fixed it.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On (B)(6) 2024, the following additional information was obtained: when it was time to dock/place the instruments, it was noticed that sterile adaptor was not speaking to the arm. The system was rebooted before the case and had no issues during case. An intuitive field service engineer (fse) has come on site since the issue occurred and serviced the system for several different issues. The issue was identified prior to ports being placed and the patient getting into the room. There was a hard reset of the system and then arm 3 communicated with the sterile adaptor again. Once the patient was brought into the room the case went on normally and ports were then placed. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported complaint was confirmed by failure analysis. System logs confirmed error 22020, which points to an issue with degree of freedom (dof) 6. The usm was tested on an in-house system in normal mode where the reported instrument detection error was replicated. Sticky presence pins were detected during the carriage switches test. The carriage presence pins will be replaced as a fix to the reported problem.